Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2021-00093.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter with serial #(B)(6)for evaluation, which is different from the one indicated to be involved during the event occurrence i.e. Serial # (B)(6). Based on this information, serial # in section d4 and device manufacture date in section h4 have been updated. The customer returned the suspected contour next ez meter with serial # (B)(6) and contour next test strips for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.